Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep reloaded the software and re-installed the cal. Files into system. Tested unit and working as intended.